Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) was under-sensing due to loss of contact. No changes or intervention were performed. There were no patient consequences.